Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined related to a known software issue. This is a known non-reproducible bug in wpf input subsystem, .net or windows related. The proposed bug fixes found online didn't solve the problem. This issue can only appear during start up.

Event description:
It was reported to vyaire medical that the bellavista1000 us had decommission screen come up while setting up the device for patient use. Issue happened during unit set-up. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Customer confirmed that he was able to power the device off and back on and the issue no longer appear. Log review found that the error is a known software bug. Vyaire tech support advised that the device is good to use back in service. The unexpected touch input happened during startup is what caused the decommission screen. Advised that he can go to the ivista site to download the options to restore the device from factory defaults. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.